Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). On (B)(6) 2020 the patient stated that they went to the hospital because they were throwing up and they felt sick because their blood glucose levels were high. Patient stated at the hospital they were treated with intravenous therapy with fluid and insulin. A couple days later they discovered their gallbladder was inflamed and they had it removed. They were then in the intensive care unit (ICU) for 1 week.